Event description:
It was reported, "restoration modular cone body bolt broke off whilst surgeon was screwing it into the cone body/stem construct. Surgeon was hand screwing in bolt (not torquing at that stage). Bolt broke off at junction of threaded section. Threaded section of bolt already screwed into cone body/stem construct so left insitu as unable to be retrieved."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Broken piece was discarded. If additional information becomes available, it will be submitted in a supplemental report.